Manufacturer narrative:
Unsuccessful ring repair.on (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to unsuccessful ring repair. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported to boston scientific corporation that a hydratome rx was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 ((B)(6), male patient; weight is unknown). According to the complainant, during the procedure the hydratome rx sphincterotome was advanced down the scope. Upon exiting the scope, it was noted that the cut wire was wrapped around the tome's tip. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information, however, no additional information was provided, and no device was returned for evaluation.